Event description:
It was reported the lead exhibited high pacing impedance measurements. A lead fracture was confirmed by x-ray. The lead was removed and a new lead was implanted. The patient is enrolled in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant medical products: d164awg implantable cardioverter defibrillator (ICD) 2010-(B)(6), 4076 implantable pacing lead 2010-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a lead impedance out of range alert on (B)(6) 2013. The maximum right ventricular pacing impedance increased from an approximate baseline of 425 ohms to greater than 1000 ohms the week ending (B)(6) 2013 and then recovered in the following weeks.